Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found; however, a visual inspcetion showed that the lead had been stretched, the helix was distorted/bent and the proximal conductor was distorted.

Event description:
It was reported that during implant procedure of the lead, that the helix was partially extended. The lead was not used. No patient complications have been reported as a result of this event.